Event description:
It was reported that the implant battery hadn't lasted as long as they expected. Healthcare provider (hcp) told the patient (pt) the implant would last 5-10 yrs. Pt said in the summer the manufacturer's representative told the pt their implant battery was about dead. Pt said they are having the implant replaced this coming week and at this point implant had only lasted 2 yrs. Pt said since hcp knew that implant was going to be replaced soon they had "jacked up (increased) the settings to the max" to try to help the patient more (pt has deep brain stimulation (dbs) for seizures) and pt said they told hcp that it was hurting them (at that high setting). Pt said they couldn't get out of the room they were being adjusted in because they felt the stimulation so hard so the dr. Turned the settings down. Pt said they think hcp had increased settings somewhere around (B)(6) 2022. Pt said after experiencing this with the dr. They weren't going to be seeing this dr. Anymore. Patient services (pss) sent pt hcp listings. Pt said they were still experiencing uncomfortable sensations from the settings being jacked up. Pt said dr. Had turned settings down so they didn't feel the uncomfortable sensation constantly but every time it "activated" the pt felt the sensation go down their head into their face and into their mouth. Pt during the call pt had felt the uncomfortable sensations several times. Pt asked if that was normal, pss reviewed info and redirected pt to hcp. Pss asked pt if they had a patient programmer (to possibly adjust settings). Pt said they didn't have a patient programmer, pt said "they must have lost their patient programmer after they had seizures." Pt then denied ever being given a patient programmer, patient apologized and said at this point their mind was so "jacked up" from that last adjustment that they couldn't even think and they really didn't know if they had a patient programmer or not. Pt has battery replacement this upcoming week and will inquire about patient programmer. The patient was redirected to their healthcare provider to further address the issue. Regarding pt not wanting to see their current doctor anymore, the pt said they were very frustrated withtheir dr. Because they were in the ICU in they think the beginning of dec (2022) or the end of nov (2022). Pt said their body was so screwed up lately and the hcp told them they would get better but they weren't better yet. Pt said when the dr. Told them they would be okay they couldn't stand up and they fell 4 times (pt said they fell the next day or two days after being in the ICU,. Pt went back to the emergency room, then stayed in the hospital for a week and then they were in a nursing home for a month. Pt was very hard to understand and it was unclear what caused the issues pt was reporting (regarding ICU). Pt said the dbs had "done great", it was just the doctors that were the problem.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.